Manufacturer narrative:
Complaint has been elevated for investigation. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinty m resp-4-plex amplification reagent kit (list 9n79-90) is similar to the alinity m resp-4-plex amplification reagent kit (list 9n79-96) sold in the united states. Ticket does not reference a us list 9n79-96 lot number.

Event description:
Customer reported 2 false positive results on the alinity m resp-4-plex assay for influenza and 1 false positive on the sars-cov-2 target. The customer noticed abnormal curves for an influenza target for 2 patient samples. Based on the abnormal curves and the patients' clinical history, the customer tested them with a different pcr instrument which generated negative results. One of the reults was reported outside the laboratory, but was corrected in 12 minutes, the other result was not reported outside the laboratory. The sars-cov-2 patient sample was retested on bd max which generated a negative result. Patient was tested again by their general practitioner for confirmation, which also gave a negative result. There was no report of impact to patient management. This incident is being reported to FDA because the incident occurred in (B)(6) using the alinity m resp-4-plex assay, list number 9n79-90, which is the same/ similar to the alinity m resp-4-plex assay, list number 9n79-96, which received FDA eua approval.

Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review, and a complaint history review. The results of the investigation are summarized as follows: customer data review: only results logs containing sample ids mentioned in the complaint were evaluated. The runs in question were valid, met assay specification requirements, and no error codes or flags were displayed for the controls. Quality data review: the device history records (DHR) review for alinity m resp-4-plex amp kit (list 09n79-090) lot 513424 and its components was performed. The manufacturing packets were obtained and reviewed to identify any issues related to the reported complaint during production of the lot components. The review did not identify any issues which could result in the reported complaint during the production or the release testing for lot 513424. The quality control (qc) testing met all acceptance and validity specification criteria. The products passed quality specifications at the time of release. The CAPA review was performed to identify any records that were potentially related to the reported complaint for alinity m resp-4-plex amp kit (list 09n79-090) lot 513424 and its components and did not identify any internal or post-production use issues related to these lot numbers and the reported issue. Complaint history review: a lot specific complaint history review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant results with unusual amplification curves while using alinity m resp-4-plex amp kit (list 09n79-090) lot 513424. The lot specific complaint history review for alinity m resp-4-plex amp kit (list 09n79-090) lot 513424 identified ten (10) additional complaints related to the reported issue for the alinity m resp-4-plex amp kit (list 09n79-90) lot 513424. All 10 complaints were investigated and no product deficiency was identified. Several customer complaints have reported discrepant results with abnormal fluorescence/curves across multiple lots of alinity m resp-4-plex amp kit (list 09n79-090). In order to ensure there is no product deficiency for this product, a complaint search and frequency of occurrence calculation was completed to assess the performance of the product in the field. The frequency of discrepant results with abnormal fluorescence/curves for the alinity m resp-4-plex product is (B)(4). According to the alinity m resp-4-plex clinical performance protocol, the negative percent agreement (npa) between alinity m resp-4-plex and the comparators assay shall be 95% or greater (frequency < 5%). The frequency of discrepant results is less than 5% therefore a product deficiency for alinity m resp-4-plex (list 09n79) could not be identified from this analysis. The customer's observation of abnormal curves was verified; however, the occurrences of these results continue to meet our design specifications. Based on the results of the investigation elements, a product deficiency for the alinity m resp-4-plex amp kit (list 09n79-090) lot 513424 was not identified.